Manufacturer narrative:
Patient is noted to be heavy set. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact admiral dcb during procedure to treat a calcified lesion in the superficial femoral artery. The vessel diameter and lesion length are 5mm and 120mm respectively. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon leak occurred at 8atm during balloon inflation at first inflation. All fragments of the balloon were retrieved. Balloon inflation difficulties was also observed at 8atm. The balloon did not fragment. The balloon was pulled into 6fr sheath and pulled both out at the same time (in tandem). Physician used the same balloon to complete the procedure. Physician kept turning the inflator knob to maintain pressure at 8atm for 3 minutes as it was a slow leak. Physician did see blood in the balloon, so knew it was a leak. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. There was no patient injury reported.

Manufacturer narrative:
Product analysis: the inpact admiral dcb was returned to medtronic investigation lab for evaluation. The device was returned with slight deformation to the distal tip consistent with use of the device. The balloon folds were open and blood was present in the balloon. A tactile test did not detect any kinks or abnormalities along the length of the catheter. No fluid was observed leaking from the distal tip during inflation. Negative purge did not detect the presence of a leak on the device. The device was pressurized to 3atm and a leak was observed from the balloon. It was possible to inflate the balloon, however the device did not maintain pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.